Manufacturer narrative:
Concomitant medical products: gore® excluder® aaa endoprosthesis - stent graft contralateral leg endoprosthesis (B)(4). Gore® excluder® aaa endoprosthesis - stent graft aortic extender endoprosthesis (B)(4). (B)(4).

Event description:
On (B)(6) 2015, a patient presented with an abdominal aortic aneurysm (measured 50.6 mm) was treated with gore® excluder® aaa endoprosthesis (B)(4). On (B)(6) 2021, the patients was admitted with type ii endoleak and a sudden growth of the aneurysmal sac (80 mm). The endoleak was embolized with some metallic spiral and glue. This event was reported separately with manufacturer report number 3007284313-2022-02017. After the procedure the patient started with a fever and covid positive results and was moved to covid ward. After the flogistic index continues to be high a month later, an antibiotic therapy and infective consultation was initiated. On (B)(6) 2022, after a missed clinical improvement a pet scan was performed that confirmed infection of stent graft. It was reported that it is not possible to confirm if the infection is related to the embolization or due to prior illnesses. On (B)(6) 2022, the patient underwent conversion and received a biological graft replacement. The explanted gore® excluder® aaa endoprosthesis tested positive for staphylococcus capitis and staphylococcus lugdunensis, postoperative hemoculture tested positive for candida albicans. On (B)(6) 2022, it was reported that the patient was discharged at home.

Manufacturer narrative:
A review of the manufacturing and sterilization records indicated the lot met all pre-release manufacturing specifications. Per gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to: infection (e. G., aneurysm, device or access sites). This device is also reported with the manufacturer report number 3007284313-2022-02017 (for the reintervention on december 1, 2021). Updated investigation findings code to 213 - no device problem found. Code 3233 is no longer applicable. Updated investigation conclusions code to 4315 and 22. Code 11 is no longer applicable.